Event description:
It was reported that upon device interrogation, it was noted that the right ventricle (rv) lead impedance was high and threshold was unstable. The lead was examined under fluoroscopy and the helix mechanism was not extended on the rv lead or atrial lead. During the revision the rv lead it was noted that the lead "was grown together" with the atrial lead which resulted into a dislodgment of the atrial lead and difficulty in extraction. It was also reported that the atrial lead was defective at the insulation of the suture-sleeve. The rv lead and the atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted, the proximal conductor was cut, all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.